Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system recently stored an untreated episode of myopotential oversensing. The patient was seen in-clinic, where provocative maneuvers, isometrics, and the automatic set-up tool were performed. It was determined that the primary vector was the most suitable, and so the physician programmed to this vector and extended the smartcharge feature. Additionally, the system impedance was noted to have increased from 90 to 135 ohms. It was noted that a pocket revision is anticipated decubitus, and the physician will likely re-assess the system position during this procedure. The patient was also enrolled in remote monitoring. Recently, the physician performed a surgical revision, where the pocket was moved and the device was explanted. A new device was implanted into the pocket, but the elevated shock impedance measurements persisted (160 ohms), so the physician also elected to reposition the electrode to resolve the event. At this time, the s-ICD electrode implanted and in-service and the explanted device is retained by the healthcare facility. No additional adverse patient effects were reported.